Manufacturer narrative:
One device was received for investigation. The reported complaint was confirmed. The downstream occlusion (dso) seal was damaged and lifting. The dso seal and sensor were replaced. The device passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dso was damaged. The event occurred during testing. Further investigation found that the downstream occlusion seal was damaged and lifting.